Event description:
It is reported that the device was implanted in 2004, and was explanted in 2008, due to the patient falling and fracturing the head and insert.

Manufacturer narrative:
Information was received from a foreign source who is not required to complete form 3500a. Evaluation summary: the devices were returned and it was observed that the ceramic insert and femoral head were fractured into multiple small and large pieces. Burnishing marks on the inner articulating surface of the liner, as well a minor burnishing on the outer articulating surface of the femoral head were observed. The patient height, weight, and activity level are unknown. X-ray images post-primary surgery and from successive patient visits are unavailable. The mating components are unknown, and their conditions are unknown. Based on the above information and observations, it is most likely that the impaction force experienced by the ceramic head and insert when the patient fell resulted in the component fracture. One or more combination of the following mechanisms may have contributed to the alleged event of component fracture: acetabular component orientation, impingement, extent of liner seating during insertion, and components bottoming out onto respective tapers upon impact. However, the exact cause for the current situation can not be conclusively determined. Valuation: device history records indicate all components were manufactured and inspected to specification.